Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a scheduled pulse generator change out procedure, the right ventricular lead exhibited multiple episodes of noise. The lead was suspected to be fractured, so the physician elected to cap and replace it during the procedure. The patient was stable throughout and post surgery.